Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced possible occasional undersensed beats as noted in the stored electrogram. The rv lead remains in use. No patient complications have been reported as a result of this event.